Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4). Product type: recharger. Product ID 37092, serial# unknown, product type accessory. Codes fdm 10, fdr c070603 and fdc 4315 all apply to the desktop charger. Device evaluated by MFR: analysis of the desktop charger (c0526990) revealed that the connector pins were broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37092, serial# unknown, product type: accessory. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had a broken desktop charger pin. The silver tip from the dtc was stuck in their insr and she could not get it out. They need to recharge, her implant battery is empty and she had turned it off. The patient also reported her pp did not work to show her how much battery life her implant has she needs a new one of those too. The patient was not using an antenna and did not know how to place the patient programmer (pp) against her implant to sync it. They said she did not have an antenna. They worked with the patient to determine that the pp was working as expected, she was able to sync with her programmer and the pp showed her settings with stimulation off and her implant battery showing empty. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.